Event description:
Reportedly, device broke and the needle fell into the patient's cavity. An x-ray revealed location and needle was retrieved. Procedure: unk.

Manufacturer narrative:
User handled instrument rough which attributed to the cause of the incident.